Manufacturer narrative:
Device is a combination product.. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 24mm x 4mm promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. However, upon removal of the device, the physician noticed that the struts were dislodged from its proximal part. No patient complications were reported.